Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using ipsilateral retrograde approach. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and calcified vein. After crossing a non-bsc guide wire, a 4.0-40, 80 wanda¿ balloon catheter was advanced to dilate the lesion. However, upon first inflation at 8 atmospheres for 15 seconds the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.